Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer not detected on bus and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it had been determined that the half height drawers 4.1 and 4.2 had both been off the bus. A field service engineer (fse) had checked the lights in the rear, and the upper right light was flashing while the others were solid on the pyxis bus controller. The drawer board lights had appeared normal. The fse reseated the row board cable and the retractor cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.